Event description:
A 24 gauge protectiv plus safety catheter was used to attempt to draw venous blood on the infant. The catheter and needle went in and then with the catheter still in the vein, the needle came out from the catheter and started to poke the infant at random places under the skin. Another catheter from a different stocking section was then used and the same thing occurred.